Event description:
It was reported the insulin pump delivered too much insulin in the past three days. Customer's blood glucose was reported as 50 mg/dl and 221 mg/dl. The status of the insulin pump was always full, even when the reservoir was empty. The device was not dropped. Alarm history did not have any special alarms. No cracks on the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.